Event description:
It was reported that persistent occlusion alarms and high readings with tandem mobi pump occurred. There was no adverse impact to the blood glucose level according to the provided information. As a corrective measure, customer received new supplies which resolved the issue.